Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (closure codes and device codes) product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "total hip arthroplasty with modular stem for dysplastic hips in south asian population" written by deppak gautam, ms and rajesh malhotra, ms, frcs published by the archives of bone and joint surgery accepted by publisher 02 october 2018 was reviewed. The article's purpose is to present clinicoradiological outcomes following total hip arthroplasty in south asian patients operated for secondary osteoarthritis due to dysplastic hips using a modular implant, with or without femoral osteotomy. The femoral stem utilized is the depuy srom femoral stem and was utilized with depuy and non depuy acetabular components. Bearing surfaces were metal on poly (mop), ceramic on poly (com) and ceramic on ceramic (coc). The article does not clarify which specific products are associated with specific adverse events. Figures 1a-1d provide radiographic imaging for various illustrative purposes. Depuy products: srom stem, pinnacle cup, duraloc cup, various head and liner materials. Adverse events: thigh pain with associated radiographically detected stem subsidence (treated by revision with intraoperative confirmation of loose sleeve). Dislocation following a fall resulting in trochanteric avulsion (treated by orif with cerclage wires followed by hip abduction brace for 6 weeks and successful outcome). Infection (treated with debridement and antibiotics). Sciatic nerve palsy (one self recovered and one permanent palsy). Asymptomatic heterotopic ossification (no interventions provided).